Event description:
New information received notes that the implantable cardioverter defibrillator had also exhibited failure to deliver shocks due to misdiagnosed ventricular tachycardia events.

Event description:
It was reported that the patient presented in emergency room due to shocks. Upon interrogation, it was found that the implantable cardioverter defibrillator had delivered anti-tachycardia therapy and shocks for ventricular tachycardia events but failed to convert the rhythm. The tachycardia events were self-terminated. Programming changes were made. Patient condition was stable and the patient would continue to be monitored.